Event description:
New information reported that the device was removed on (B)(4) 2018. The patient was stable post-procedure.

Event description:
New information reported that the device was removed on an unknown date. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with complaints of pocket pain which was discovered to be due to infection. Upon interrogation, the implantable cardiac monitor exhibited post-sensed t-wave oversensing. No intervention has yet been performed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.